Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Ocsm checked the subject device and duplicated the reported phenomenon. Omsc checked the device history record of the device, there was no irregularity found. The exact cause of the reported phenomenon could not be identified. However, based upon the information from osh, omsc surmised that the reported phenomenon was attributed to the communication failure due to the failure of the cable unit. The exact cause of the cable unit failure could not be identified. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to osh for evaluation and osh found that the reported phenomenon was caused by the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus china (osh), it was found the endoscopic image of the subject device was not displayed. The subject device had been returned to osh for repair because the cable had showed poor contact. There was no report of patient injury associated with the event.